Manufacturer narrative:
The investigation for the pump stop has been completed. No product was returned for evaluation. Data logs were reviewed and logs from first console used show a motor current (mc) spike and immediate pump stop. Pump was attempted to be restarted multiple times without success. Pump was switched to a second aic and pump was able to run for approximately an hour while patient coded multiple times. Data logs from second aic show that motor current, pump flow, and placement signal were all variable throughout logs as patient was decompensating and coded multiple times. The root cause of the temporary pump stop cannot be determined as no product was returned. F6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 77-year-old female in st elevated myocardial infarction with ventricular tachycardia was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was being moved and the pump stopped. The team troubleshot by replacement of the automated impella controller, which worked. The patient still expired despite the pump support and with unknown neurological status the decision was made to withdraw care by the family. Pms team made the decision at the discretion of management to file as death. The death event occurred and no alternative cause for the death event was identified as the likely cause for the patient outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: impella stopped: if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings and cautions: to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿